Event description:
The reporter stated that the surgeon removed a 12.6 mm micl 12.6 implantable collamer lens from the lens case and noticed when the lens was looked at under the microscope that the lens had "ink like smudge" on the lens surface next to the edge. Lens was not used. No pt contact.

Manufacturer narrative:
Evaluation method (other) - a work order search was performed for the lens. Results - visual inspection of the returned product showed that there is no visible damage. Clear surgical residue/debris on the product. A lens work order search was performed and no similar complaint was found within the search. Conclusion (no conclusion can be drawn): based on the complaint history, work order search and the evaluation of the returned product a specific root cause of the event could not be determined.